Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the lamp due to the end of its service life or due to an accidental failure.

Manufacturer narrative:
The reported problem was resolved with the assistance of olympus technical support via the phone. At the direction of technical support, the reporter replaced the bulb and the issue was resolved. As the device was not returned to olympus for evaluation and further information is not available, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that error "e103" was generated. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or medical intervention that occurred associated with the event.